Event description:
It was reported that at follow-up, low impedance was observed. During lead replacement procedure, it was not possible to explant the lead completely and an abrasion was noted on the lead 12 cm from the connector pin..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received he complaint was verified. A partial lead 29.1 cm from the proximal end was returned. The reported low impedance of the high voltage integrity check was caused by contact between he abraded rv cables and the ICD can. The lead insulation was abraded due to friction to the ICD can.